Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia, heart block and arrhythmia. It was also reported there was loss of capture, fluctuation in thresholds and high impedance on the right ventricular (rv) lead. It was also reported there was an abnormal electrocardiogram (ECG) and pacemaker failure. The lead was reprogrammed and the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.